Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred. Subject device was installed on (B)(6) 2012. Although no more information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. A lumenis technical expert reported that the user facility stated the subject device was functional, no service was necessary. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to to an unknown anatomical area following treatment with a lumenis lightsheer et laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.